Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. The injuries on the inside of the patient thighs are consistent with heating incidents caused by skin to skin contact. No padding was used to avoid skin to skin contact between the inner thighs. Although there might have been sufficient distance at the start of the examination, this distance can change during the examination due to patient movement. The protective cable sleeve (B)(4) was installed on the coil. Furthermore the following contributing factors were observed: 8 consecutive scans on high sar were performed. A total whole body rf dose of 6,4 kj/kg was administered. The patient sustained 2nd degree heating injuries instead of the 3rd degree heating injuries previously reported.

Event description:
Philips received a report from a customer related to a patient heating incident with an intera 1.5t mr system. The patient sustained 2nd degree heating injuries on the inside of the thighs after an mr examination of the hips with the sense body coil. The extent of the injuries was about 5 x 4 mm and 10 mm deep.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an intera 1.5t mr system. The patient sustained 2nd and 3rd degree heating injuries on the inside of the thighs after an mr examination of the hips with the sense body coil.